Event description:
It was reported the patient developed an infection. The lead wasremoved. The lead was not returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d314trg implanted: (B)(6) 2011; product ID: 694965, implanted: (B)(6) 2006; product ID: 407652 implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.